Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4)

Event description:
Customer reported the system locked up and would not produce x-rays. No patient injury was reported.

Event description:
Caller reported blood glucose results of 42 mg/dl, 45 mg/dl, and 46 mg/dl mg/dl on the aviva system 1, 85 mg/dl aviva system 2 within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meters and strips, replacement sent.